Manufacturer narrative:
G7 - this supplement is being numbered #2 although it is the first follow-up; #1 failed during submission through webtrader. Additional information- the device was investigated. Patient information: age: 80 years. Weight: 40.5 kg. Height: 145 cm. Gender: unknown. Date of implantation: (B)(6) 2020. Date of removal: (B)(6) 2020. Associated medwatches: 3004721439-2020-00139. Investigation result: description of product upon intake: the product was received submersed in an unidentified liquid in the provided return kit. The products were submitted for return: sprung reservoir and ventricular catheter. Visual inspection: the following observations were made during the visual inspection: clearly visible deposits in the reservoir. With the ventricular catheter no deviation could be detected. Permeability test: the test showed that the sprung reservoir and the ventricular catheter are permeable. The reservoir pumps and drains fluid without abnormal noises. Results: based on our investigation, we are not able to substantiate the claim of "under-drainage" or "malfunction". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. However, the visible deposits found within the reservoir may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Additional information- the device was investigated. Patient information: age: 80 years. Weight: 40.5 kg. Height: 145 cm. Gender: unknown. Date of implantation: (B)(6) 2020. Date of removal: (B)(6) 2020. Associated medwatches: 3004721439-2020-00140. Investigation result: description of product upon intake: the product was received submersed in an unidentified liquid in the provided return kit. The products were submitted for return: sprung reservoir and ventricular catheter. Visual inspection: the following observations were made during the visual inspection: clearly visible deposits in the reservoir. With the ventricular catheter no deviation could be detected. Permeability test: the test showed that the sprung reservoir and the ventricular catheter are permeable. The reservoir pumps and drains fluid without abnormal noises. Results: based on our investigation, we are not able to substantiate the claim of "under-drainage" or "malfunction". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. However, the visible deposits found within the reservoir may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
Height: 145 cm the doctor judged that a malfunction occurred in the reservoir and the ventricular catheter, and they were replaced. There is noise when pushing the reservoir. This is the same patient from notification MDR #- 3004721439-2020-00139.